Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion at the bifurcation of the left internal common carotid artery with heavy tortuosity. An emboshield nav6 embolic protection system (eps) was advanced and the filter was placed without issue. An unspecified stent was implanted. The retrieval catheter was advanced to retrieve the filter; however, was unable to cross through the previously implanted stent due to the tortuous vessel. The retrieval catheter was withdrawn and the tip was shaved. The physician had the patient reposition their neck and post-dilatation was performed with a 5.0x20 mm viatrac balloon catheter. The retrieval catheter was re-advanced; however, was still unable to cross through the previously implanted stent due to the heavy tortuosity. A non-abbott catheter was advanced and was able to cross through the previously implanted stent. The filter was removed from the patient anatomy without issue using the non-abbott catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.